Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that balloon had difficulty crossing the lesion. When it was able to cross and dilatation was performed, the balloon ruptured. Procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: the device was returned for analysis. The tip section of the device was visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon longitudinal tear beginning approximately 3mm proximal to the proximal end of the distal markerband and extending proximally along the balloon for approximately 6mm in length an examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands of the device that could have contributed to the complaint event. A visual and tactile examination of the device identified no issues with the shaft of the device that could have contributed to the complaint event. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that balloon had difficulty crossing the lesion. When it was able to cross and dilatation was performed, the balloon ruptured. Procedure was completed with another of the same device. No patient complications were reported.